Event description:
It was reported that the patient presented to the clinic. During device interrogation, the right ventricular (rv) lead exhibited noise oversensing, resulting in pacing inhibition. The rv lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information requested but was not received.